Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that a nurse at hospital to provide consultation on a PICC insertion. Today, she reported that the patient experienced a serious complication involving the bd product. The customer did not report any non-conformity with our product but requested consultation on may 30 about a technical issue with the puncture (they had a question). And on may 6, they reported that the patient had experienced a serious complication. As the customer did not relate the incident to the product, the batch and reference number were not recorded. What I know is that they use the groshong 4fr PICC catheter. No further information provided.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.